Event description:
Following a diagnostic procedure, an angio-seal device as placed and hemostasis was successfully achieved. The pt ambulated at two hours and was discharged home approximately 3-4 hours post device deployement. While riding home in the car, the pt experienced pain in the groin area followed by bleeding from the site. The pt was returned to the hosp where he was kept overnight for observation. The next morning the pt was discharged home with no further reported complications.